Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had a catheter revision on (B)(6) 2014. No symptoms were reported. No further information was reported. The event date was (B)(6) 2014. No further complications were reported/anticipated.